Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to run extended self-test (est) and to try swapping power supplies. The customer followed the tse recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.

Manufacturer narrative:
(B)(4).